Manufacturer narrative:
Analysis of the system controller log files provided by the hospital confirmed elevations in pump power and estimated flow as well as a low speed operation event; however a specific cause for these events could not be determined through this evaluation. Additionally, a direct correlation between the device and the report of suspected thrombus and elevated lactate dehydrogenase level could not be determined through this evaluation. The submitted log files contained data from (B)(6) 2017 through (B)(6) 2017 and elevations in pump power and estimated flow were noted throughout the duration of the log files. Additionally, an isolated low speed operation event was noted on (B)(6) 2017 when the speed dropped below the low speed limit. No other atypical alarms were captured for the duration of the log files. The patient remains ongoing on vad support and no further events have been reported at this time. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 7 days.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported high flow estimations and elevated power readings were observed. The patient experienced elevated lactate dehydrogenase. On (B)(6) 2017, a small mural thrombus was suspected on the lvad outflow graft, and an integrilin infusion was initiated. On (B)(6) 2017, it was reported that the patient was on coumadin, was stable, and recovering well from implant. No additional information was provided.